Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Customer administered a manual injection (mdi) to address bg level and continued to use mdi as backup insulin therapy.